Event description:
The customer reported a cleaner leak from the rear of the coulter lh 780 hematology analyzer during startup. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/16/2015. The fse found that the vacuum chamber vc16 was damaged. The fse repaired the vacuum chamber, which repaired the leak. The repairs were verified per established procedures. (B)(4).